Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml dilaudid at 4.407 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had felt there was something wrong with their pump on the morning of (B)(6) 2017, however they did not hear any alarms. It was additionally reported that the patient had heard a critical pump alarm. The hcp interrogated the pump and no stalls or alarms were noted. Then, about 12 minutes after the first interrogation, the pump was alarming and after reinterrogating the pump it was noted the pump had stalled on (B)(6) 2017. The hcp waited and interrogated again, but the motor stall was still showing. The patient had not recently had an MRI. Any potential emi or magnets were noted to be ruled out. The pump was placed in minimum rate and a replacement was planned for (B)(6) 2017. There were no known environmental, external, or patient factors that may had led or contributed to the issue. The patient was noted to be "alive - no injury". The issue was noted to be resolved.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found gear train anomalies of stall due to shaft bearing and corrosion, wear or lubrication. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.